Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot number and associated device manufacture date not available at time of this report. The device has not been returned to the manufacturer.

Event description:
A site representative reported that they have a spine clamp with a stripped screw that needs to be replaced. This did not occur in surgery. There was no patient present.